Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2014-00793 and 03345 / 03347).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. It was further reported patient underwent a closed reduction procedure (B)(6) 2010.